Manufacturer narrative:
Product unavailable for analysis.

Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a mid urethral sling placement procedure for incontinence. According to the complainant, during the procedure, the first side of the device was placed in the patient's right obturator muscle. While placing the device within the patient's left obturator muscle, it was discovered that there was slack in the device on the patient's right side. The physician removed the mesh as well as the mesh carrier from the right obturator muscle. It was difficult to remove the mesh from the left side and the mesh tore away from the mesh carrier. The mesh carrier was not retrieved from the left obturator muscle, it was left inside the patient. The procedure was completed with another solyx sis system. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".